Event description:
The device was received with another device that was reported under medwatch number 6000002-2008-08370. Our product evaluation lab observed that the device was intact with no missing pieces observed. Cracks and crazing was observed on the replica and cylindrical ends.

Manufacturer narrative:
Cylindrical end and the replica end exhibit crazing and cracks at polysulfone plastic connection to the handle rod. Both ends are intact and no missing pieces detected. Conclusions: we were unable to determine the root cause of the event; however, a CAPA has been opened to address the reported types of events.